Event description:
It was reported that while using bd phoenix¿ pmic/ID-106 there was mis-identifications with 3 results. No erroneous results have been released to the physician and there was no change in treatment for the patient. Three results have mis-ID: phoenix initial result was staphylococcus epidermidis. Test was set up on vitek and retested on phoenix and the result was enterococcus faecalis. Phoenix result on first blood culture set was staphylococcus epidermidis. Phoenix result on second set blood culture was staph aureus mrsa. Verigene result was staph aureus mrsa on one set. Phoenix result was strep gordonae but it was catalase positive on offline test. Colony morphology on culture plate appears staphylococcus. Verigene not done. The following information was provided by the initial reporter: mis-identification: customer reset up tests, performed verigene and offline tests. Customer confirms colonies are pure and 18-24 hours old.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of enterococcus faecalis and staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID 106 (448606) batch number 2207422. To investigate, three retention panels from the complaint batch were tested on a phoenix m50 instrument using qc isolates of s. Aureus (a29213) and e.faecalis (a49533), and evaluated for identification results. During investigation, all panels identified correctly. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaints on the complaint batch which is related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106 there was mis-identifications with 3 results. No erroneous results have been released to the physician and there was no change in treatment for the patient. Three results have mis-ID: 1) phoenix initial result was staphylococcus epidermidis. Test was set up on vitek and retested on phoenix and the result was enterococcus faecalis. 2) phoenix result on first blood culture set was staphylococcus epidermidis. Phoenix result on second set blood culture was staph aureus mrsa. Verigene result was staph aureus mrsa on one set. 3) phoenix result was strep gordonae but it was catalase positive on offline test. Colony morphology on culture plate appears staphylococcus. Verigene not done. The following information was provided by the initial reporter: mis-identification customer reset up tests, performed verigene and offline tests. Customer confirms colonies are pure and 18-24 hours old.